Manufacturer narrative:
Date of submission: 17-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. Unrelated to the original complaint, the battery compartment was found to be cracked on the left side of the grip pad. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.